Manufacturer narrative:
G5:510(k)#: k102985. B4:19aug2021. The customer indicated that the unit was still out of service and in possession of the medical equipment management company agiliti following field change order for the power management board implementation when the navigation-ring failure occurred. The customer reported that the front bezel was replaced, however, that did not resolve the problem. A philips field service engineer (fse) was dispatched to the customer site for additional evaluation and replaced the front bezel. The issue remained even after the second front bezel replacement. The customer continued troubleshooting the device and replaced the central processing unit (cpu) board in an attempt to resolve the issue; however, the issue persisted. The customer indicated that the problem was finally resolved after replacement of the user interface (ui) board. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The returned front bezel was received for failure investigation. Previous investigations have identified that navigation ring failures were due to liquid ingress.

Event description:
It was reported to philips that the v60 nav-ring is not moving. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.